Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of leakage was confirmed because the up/down control knob was causing the water tightness to be lost. Additional issues were identified during the device evaluation: the adhesive on the distal sheath was detached; due to wear of the angle wire, the bending angle in the left direction does not meet the standard value; due to a cut on k-wire, the forceps' raising angle does not meet the standard value; the control unit has corrosion due to water leakage; the plastic distal end cover has a dent; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The olympus representative reported on behalf of the customer, the duodenovideoscope presented with air/water leakage from the control knob. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was foreign material on the forceps elevator component. This report is to capture the reportable malfunction of the inadequately cleaned forceps elevator related to reprocessing found at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided additional information regarding their reprocessing steps. The patient uses 3m detergent and cidex disinfectant. Additionally, the customer reprocesses the equipment in accordance with the instructions for use. However, the subject device was unable to complete reprocessing due to a leakage, as a result the subject device was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a foreign object adhering to the forceps base and the area around the forceps base was confirmed. The identity of the foreign material, and the root cause could not be determined, however, the foreign material was likely the result of the IFU-recommended reprocessing not being completed. The event may be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.